Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt complained that the hearing impression becomes weak after a certain time when wearing the processor. Since a few days, she cannot hear anything with her ci, although all external parts were exchanged. Testing shows that the device has malfunctioned. An accident is not known.